Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was filling the cartridge with less than 80 units. Additionally, the customer was filling the cartridge with an insulin pen. Customer was educated not to reload cartridge with insulin from injection pen and to use the recommended amount of insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.